Manufacturer narrative:
H11: the device was received for evaluation. The pump underwent functional flange sensor test and the pump passed without incident. The event history log was reviewed and found multiple failed flange sensor events. The reported condition was verified. The cause could not be determined; however, full calibration and release testing will be performed to ensure proper functionality. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syr, multiple "failed flange sensor tests" occurred. No patient involvement. No additional information is available.